Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a procedure for strangulated incisional hernia on an unknown date and mesh was implanted. On (B)(6) 2017, the patient underwent an acute procedure due to erosion of the mesh into the caecum which resulted in extensive damage to the bowel. The operation resulted in bowel resection and a stoma. The mesh remains in the bowel of the patient. No additional information has been provided.